Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb was deformed. The following information was provided by the initial reporter: distorted and the other is deformed.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb was deformed. The following information was provided by the initial reporter: distorted and the other is deformed.

Manufacturer narrative:
H.6. Investigation: one opened blister package, confirmed to be from batch #9360282 (p/n 305905), and two loose 3ml syringes with safetyglide needles attached were received. The samples were visually evaluated. One syringe was observed to have a severely bent cannula in multiple spots underneath the shield. One syringe was observed to have a broken off thumb rest from the plunger rod. Potential root cause for broken plunger rod defect is associated with the assembly process. It is possible that the needle was not properly centered when the plastic shield was to be assembled inducing the needle to bend. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.